Manufacturer narrative:
Device description reported as an unknown right knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. The information in this report was provided by (B)(4). No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported through legal council that allegedly the plaintiff underwent right knee surgery on (B)(6), 2012. Patient is experiencing pain and instability and was informed that will require revision surgery.